Manufacturer narrative:
The reported events of unacceptable threshold and sensing anomaly were not confirmed. As received, a complete lead was returned in one piece. All tines were found intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2024-33322. It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead and right ventricular (rv) lead exhibited high capture and failure to sense. The leads were not used and replaced. The patient was in stable condition throughout the procedure.